Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when the hcp checked the product before use, the stopper was found to be creeping out."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 25-apr-2022. H6: investigation summary: bd received 1 sample and 4 photos from the customer in support of this complaint. A visual examination of sample and photos was performed and the customers indicated failure mode of stopper creep out was observed. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided however, the exact root cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when the hcp checked the product before use, the stopper was found to be creeping out."